Event description:
It was reported that during the implant attempt, the helix lead could not extend. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the lead was received with the helix fully extended and the distal conductor distorted and fractured within the connector. The distal conductor had been over-retracted and fractured in the connector. It was further noted that the distal conductor had blood/body fluid (not obstructed) .the inner insulation and the inner tubing kinked/buckled. There was blood in/on the helix/lobe mechanism and the guidetooth was damaged and the lead stretched. Visually noted implant damage.